Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During the tube placement, endoscopy revealed inflammation. The inflammation was biopsied and the results showed an h pylori infection that started prior to the peg/j tube placement. On (B)(6) 2019, the patient experienced stoma site drainage and the physician diagnosed a stoma site infection which was treated with keflex 500mg twice day. On (B)(6) 2019, the antibiotics were finished and the patient started duopa.